Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of the eiii needle broke off and fell into the patient's joint space. The fragment was located; however, it was not able to be retrieved from the body. The procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. At this point in time, no corrective or further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and evaluated visually: it is noted that a portion of the distal tip is missing, broken away. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. We cannot conclude as to what may have caused the needle to break; however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no other conclusions can be drawn. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.